Event description:
It was reported that the customer's insulin pump was alarming no delivery while priming. The customer's blood glucose was unknown. The customer stated that she disconnected and reconnected the reservoir and infusion set a few times, which resolved the issue. The customer also mentioned a difference in sensor glucose and blood glucose readings, leading also to the threshold suspend activating. The customer further stated that she had difficulties with removing the sensor from the serter due to the serter not releasing the sensor. Troubleshooting could not be done for the no delivery alarm due to the issue being a past event already resolved. Troubleshooting for the sensor was declined. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.